Event description:
A valiant thoracic stent grafts were implanted in a patient for the endovascular treatment of a pseudoaneurysm approximately three years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that follow-up CT scans over the subsequent 2 years revealed aneurysmal enlargement and the most recent CT showed a type I endoleak. Nine months ago, the patient underwent a procedure to proximally extend the endografts to resolve the type I endoleak. The procedure was successful and patient was discharged. No additional clinical sequelae were reported.

Event description:
Additional information for this case was received. A follow-up CT scan performed revealed a small type ii endoleak into the pseudoaneurysm. The patient also had several episodes of hemoptysis of unknown etiology. Although the etiology of the hemoptysis was unclear, the patient and her family were consulted regarding the deployment of an additional stent graft to attempt to exclude the type ii endoleak and stop the hemoptysis. The patient opted to have one valiant captivia device was deployed uneventfully. An angiography performed after the procedure demonstrated rapid flow through the thoracic repair and a post procedure CT scan showed no evidence of extravasation of contrast into the pseudoaneurysm. No additional clinical sequelae were reported the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (pseudoaneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (pseudoaneurysm).